Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.